Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. The customer¿s blood glucose level were 34.9 mmol/l and 22.9 mmol/l. The customer's current blood glucose level was 4.8 mmol/l. The sensor glucose level was 12 mmol/l. The insulin delivery was not suspended. Customer also reported that the cannula was bent. Customer stated that no troubleshooting was needed for high blood glucose. The device will not be returned for analysis.